Event description:
Medtronic legal received information regarding suffering personal injuries from the family's attorney. The information received on (B)(6) 2022, and stated the following by medtronic indicated that the customer reported damage, missing, or broken retainer ring on the insulin pump. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - clinical code) with this report. Also, additional information has been received regarding the patient weight change from 190 pounds to 0 pounds (declined to provide) which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.